Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited noise oversensing, which resulted in an inappropriate shock. Additionally, the ICD therapy was programmed off. No additional adverse patient effects were reported. This ICD remains in service. Additional information was received indicating that this patient underwent a revision surgery in which this ICD was explanted and replaced. No additional adverse events were reported. This ICD has not been received for analysis.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited noise oversensing, which resulted in an inappropriate shock. Additionally, the ICD therapy was programmed off. No additional adverse patient effects were reported. This ICD remains in service.